Event description:
It was reported that during a lap colon procedure, the device tore around the rim. Used a second device to complete the case. No pieces fell into the pt. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.